Event description:
It was reported that the patient was admitted for shortness of breath. On device interrogation it was noted that the implantable pulse generator (ipg) seemed to be misfiring and atrial anti tachy pacing was suspected. Under-sensing was also reported on the right atrial (ra) lead and atrial events appeared to be falling in blanking/refractory at times  possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress.  Both the ipg and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.